Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had two low blood glucose level incidents around the same time of the day. Customer's blood glucose levels were 48 mg/dl and 50 mg/dl. Customer declined speaking to the helpline. Customer will upload to carelink and have some adjustments made on their pump. Customer has a back-up plan. No further assistance needed.